Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up will be performed if new information or product is received.

Event description:
It was reported that the aseptic transfer kit housing part number 89-8510-440-10 lot number unknown was broken during the surgery. This event is related to a malfunction that could potentially lead to a serious injury. Also, a delay between 0 and 15 minutes in the surgery procedure was reported. The reason for the delay is unknown. There was no additional harm or injury to patient/operator reported. A follow up was performed to the customer in order to get the lot number of the aseptic transfer kit housing part number 89-8510-440-10 without any response.

Manufacturer narrative:
Zimmer biomet (B)(4). Three attempts were sent to the customer to retrieve the product. However, no response was received. The universal aseptic transfer kit housing, part number 89-8510-440-10, lot number unknown was not returned for complaint investigation. Design history record review could not be performed as the lot number is unknown. Another follow-up medwatch will be performed if the product is received.

Event description:
It was reported that the aseptic transfer kit housing part number 89-8510-440-10 lot number unknown was broken during the surgery. This event is related to a malfunction that could potentially lead to a serious injury. Also, a delay between 0 and 15 minutes in the surgery procedure was reported. The reason for the delay is unknown. There was no additional harm or injury to patient/operator reported. A follow up was performed to the customer in order to get the lot number of the aseptic transfer kit housing part number 89-8510-440-10 without any response.